Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Postoperatively, exposure of the tape was noted and a re-operation was performed. No further information was made available.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.